Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch selectsimple meter displayed inaccurate results. The complaint was classified based on the original customer services representative (csr) documentation and additional information obtained on january 17, 2018, when the local tv analyst contacted the patient. The patient reported that on (B)(6) 2018, he had tested his blood glucose level on a number of occasions and obtained the same alleged inaccurate result of ¿115 mg/dl¿. Additionally, he told the local tv analyst that he obtained results of ¿915 and 888 mg/dl¿ on different days. The patient was diagnosed with diabetes about 3 years ago and manages the condition with metformin oral medication (unknown quantity) and diet. He reported that after obtaining the alleged inaccurate results, he had followed his usual diabetes management routine; he told the analyst that he could not remember if he had consumed food. He reported that an unspecified time later, he developed ¿low blood sugar¿ with symptoms of ¿headache, watery eyes, dizziness and trouble walking¿. He indicated that had to go to the emergency room (ER) where a blood glucose result of ¿40 mg/dl¿ was obtained on the ER/hospital meter at 8 pm on (B)(6) 2018. He reported that he was treated with ¿IV glucose¿ at the hospital. He advised the analyst that his dose of metformin was reduced and his diet altered. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The patient confirmed that his test strips were within expiry date and had been stored correctly. He did not have control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event, i.e. Headache, watery eyes, dizziness, trouble walking and a blood glucose result of 40 mg/dl on the ER meter requiring hcp intervention of IV glucose, after obtaining alleged inaccurate results on the subject meter.